Event description:
Reporter indicated that pt's seizure level is higher than before vns implant. Further follow-up with treating neurologist revealed that the pt is doing well and that the event has resolved. Neurologist indicated that the event was not related to the vns. No intervention was taken and none is planned.